Event description:
It was reported that a spectrum pump "keypad button #5 randomly displays as keypad button #2 when pressed" "when nurses were programming the pump", during patient care in the medical surgical care area. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced while running a loaded set. The device evaluation confirmed the malfunctions. It was observed that when pressing the #5 key, it displays a #2, and the #6 key displays a #3, caused by a failed keypad.the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.